Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening on the anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Capsular contracture : unable to observe since it is a medical event is not related to the device. Additional observations: wear abrasion observed on the device. Crease flat observed on the device.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "flat". Device has been explanted and replaced..

Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; deflation.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "flat". Device remains implanted.

Event description:
Device has been explanted and replaced.